Event description:
The customer reported that during a procedure the system's collimator was too large. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated however the complaint was verified via the generator's event log. The generator interface pcb was replaced and a beam alignment was performed. The system was tested and found to be working as intended and put back into service.